Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). Lot: 9j01593 was manufactured on 9/18/2019 in the ats #2 manufacturing line, with a total of (B)(4) market units. On 31/may/2021, compliance engineer ID: (B)(4) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material (B)(4), icc code 411800 and manufacturing order (B)(4). The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. The process requirements results were documented in the manufacturing record: (B)(4). In addition, the batch record of bulk lot: 9j01910, manufactured in the delta crusader manufacturing line, was reviewed and no issues were found; the lot ran according to sap material (B)(4) and all the testing results were found satisfactory. The process was run according to process instruction pi31-123, documented in (B)(4). Furthermore, the bulk lots: 9j00004 and 9j00005 of the sap material (B)(4), material description rollstock 177a trilamin moldable 7-3/4", manufactured in the elc5 line were reviewed and the process carried out was performed according to pi21-136 and pi21-132 respectively, documented in the (B)(4). The testing results were found satisfactory. Batch record review supports that no issues regarding the failure mode reported were identified. On 31/may/2021, a complaint search for lot: 9j01593 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure: wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that with 1 wafer out of the box, when she went to roll the center back (mold it), the adhesive crumbled. The product was not used. No photo is available at this time.